Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the  therapy worked fairly well until they had another surgery for their sacral illiac joint on the right side at least 2 weeks ago. Patient reported they can't find any program or area that they can set it where they don't gush, where they are not having symptoms of very heavy leakage. Patient stated surgery was through ortho nebraska. Patient stated this surgery has somehow affected them so they are going through pads and pads like incredible. Reviewed role of patient services. Patient stated they have tried the first 3 programs and stated they thought there were 100s of programs. Reviewed therapy overview. Patient stated therapy adjustments they have tried are not helping. Reviewed therapy overview and redirected patient to their healthcare provider to further address the issue if not improving with therapy adjustments. Patient provided event date as about 2-3 weeks ago but then stated it was "somewhat before", but then it got really bad after the surgery (agent not clear what patient was referring to by this statement). Patient mentioned they wake up and they are just soaked and they just can't stand it anymore. Patient reported when they stand up or when they are sitting down and stand up "it just gushes". Patient mentioned they had the same surgery as noted above on their left side before. Patient's healthcare provider has set up an appointment on the 4th to see " dr. 'S office. Patient mentioned their healthcare provider expects patient to work with medtronic and stated they are having a "lady come". Patient mentioned they called mdt a couple times in the beginning to try to get to the right setting. Walked patient through making therapy adjustments on the call. Patient initially reported getting retry when trying to connect with their implant. Patient was able to successfully connect with their implant and stated therapy was on at 1.0 on program 1. Patient mentioned they had finally set therapy at 1.0 on program 1 "after many frustration attempts". Patient mentioned before they had therapy set at 1.5 on program 1 for quite a while and that seemed to work in the beginning but stated now it is not. Patient initially stated when increasing stimulation on the call that they were not feeling the pressure around their vaginal area that they normally feel. Patient continued to increase stimulation to 1.6 and confirmed feeling stimulation of fluttering on their "rectum side". Agent reviewed stimulation expectations and patient confirmed feeling stim in bike seat area, but stated just on side of rectum area, and stated they have never felt in entire bike seat area. Patient confirmed feeling stimulation comfortably in bike seat area at call closure. The issue was not resolved through troubleshooting. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. Patient stated they imagine they will need to follow up with their hcp and "the lady from your company" because patient stated they have tried so many settings and it is not working. Redirected to hcp to discuss therapy and symptoms..

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.